Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. After replacing the dvi cable, the hardware passed the system checkout. The system was found to be fully functional. The hardware investigation of the returned dvi cable found that the reported event was related to an electrical issue. The dvi connector had a bent attachment screw that was likely not attached. A continuity test found an open at pin 9. The reported event was confirmed. This issue will be documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the navigation system showed "no input detected" while loading an image. The rep found a loose connection behind the monitor. Once cable was reseated, issue was resolved. When monitor was moved, it showed "no input detected" again. Reseating the cable resolved the issue. There was no patient involved with this concern.